Event description:
It was reported that during a laparoscopic assisted sigmoid resection procedure, on the first firing across ima tissue the device fired and the cartridge was pushed out of the jaws and fell into the pt. It was retrieved. The device had cut without stapling the tissue. The pt was opened. They clamped the artery and ligated with suture. The pt loss 500cc of blood; no blood product was required. The pt's blood pressure dropped but it was corrected. The pt was sent to ICU for precaution. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.